Manufacturer narrative:
During the device evaluation, several components were found to be corroded including the motor. The presence of widespread internal corrosion likely caused or contributed to the handpiece having a bias current error since corrosion can interfere with the device's electrical current.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.